Event description:
Medtronic cardiovascular received info that this arterial cannula fractured at the tip. The metal wire kept the fractured tip from flowing upstream. However, the pt had to be recannulated femorally (arterial) and put back on pump to extract the tip, as it would not come through the opening due to concern it was going to break off. Once back on, the tip was successfully extracted. No adverse pt effects were observed. No pt issues reported at this time.

Manufacturer narrative:
Eval results: device history review has not been performed. No product has been returned. Analysis: this arterial cannula has been retained by the hospital's risk management department. Once the product has been released, it will be returned to medtronic for analysis. A supplemental report will be sent once analysis has been completed. Conclusion: due to a lack of returned product, the cause of this event cannot be determined based on the available info.